Manufacturer narrative:
Corrosion was discovered throughout internal components. The lot number for the device was illegible due to device wear.

Event description:
It was reported that the drill attachment over-heated during a procedure. A back-up unit was used to complete the procedure. There was no delay in the procedure. No user injury was reported, and no other adverse consequences were alleged with this event.